Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices, oversizing of the valve), patient factors (female gender, advanced age ¿ (B)(6) years, moderate annular calcification) may have contributed to the sov rupture and subsequent explant of the sapien 3 valve. It was perceived that a hematoma, caused by the sov rupture, may have contributed to the lad dissection and placement of a coronary stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr, a 26mm sapien 3 valve was deployed with 4 ml less than nominal volume. Post deployment echocardiography showed a pericardial effusion. The patient became hypotensive. Pericardiocentesis was immediately performed. A left anterior descending artery (lad) dissection was revealed by coronary angiography and a coronary stent was implanted. Due to the increasing pericardial effusion, a thoracotomy was performed. After explanting the sapien 3 valve, a rupture was observed at the left coronary cusp (lcc) side of sinus of valsalva (sov). The rupture site was repaired with patch and a surgical aortic valve was implanted. The native annular diameter measured 27.0mm x 20.0mm by CT with an annular area of 410.0 mm2. Moderate aortic valve calcification was reported. The diameter of sinotubular junction (stj) measured 26.0mm and the diameter of the sov measured 29.0mm. The left coronary ostium height was 11.5 mm. Per medical opinion, it was perceived that a hematoma, due to sov rupture, compressed the lad and caused the dissection.

Manufacturer narrative:
Reference CAPA-20-00141.